Manufacturer narrative:
Date rec¿d by MFR: 02oct2019. Date of report: 03oct2019. This customer complaint was caused by an out of spec air flow sensor. Replacement on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the power on/off light emitting diode (led) was not illuminated, confirmed that the displayed value was 12.60 when the setting was 10, so the airflow accuracy test failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 19aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported airflow accuracy test failure issue, and led failure. The manufacturer¿s field service engineer (fse) replaced the flow sensor assembly, and power switch overlay to fix the issue. No other abnormality was confirmed.

Event description:
The customer reported that the power on/off light emitting diode (led) was not illuminated, confirmed that the displayed value was 12.60 when the setting was 10, so the airflow accuracy test failure. There was no patient involvement.